Event description:
Magnesium infusion in situ. At the start of the shift, rate on the pump was 5ml per hour (i.e. At 15:00 hrs). At 19:00 hours it was noted the pump was alarming and the rate was now 83ml per hour and the infusion had finished. The pump was taken out of use. Blood levels for magnesium were checked and pt observed and determined to be satisfactory. No pt injury was reported.